Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 13-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin eruption") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), fatigue ("general fatigue"), tendonitis ("recurrent tendinitis"), gastric disorder ("gastric disorder"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the rash, fatigue, tendonitis, gastric disorder, depression and headache was resolving. The reporter provided no causality assessment for depression, fatigue, gastric disorder, headache, rash and tendonitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-mar-2018 for the following meddra preferred term: rash - the analysis in the global safety database revealed 315 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.